Event description:
It was reported that during an afib procedure, the lasso catheter initially displayed 60 cycle noise on poles 11-12 and 13-14. The lasso cable was changed and this cleared the noise. A short time later, a pace routing error (8) displayed on the carto 3. The lasso cable was exchanged, the system was rebooted three times. After each reboot the error cleared but returned. It was also noted that during the second reboot, the ECG cable was exchanged. After the third reboot, there was a complete loss of signals on poles 17-18. At this point the lasso catheter was replaced and the case resumed. During visual inspection of the returned complaint catheter on (B)(4) 2012, it was noted that the electrode ring #2 was damaged and had white foreign material stuck to it. This condition was not reported by the customer. Additional information provided stated that this catheter condition was not noted prior or after the catheter use by the user. The physician was able to remove the catheter from the patient without difficulty. The catheter was confirmed to be a new (not reprocessed) catheter. The type and size of the sheath used in conjunction with the catheter was unknown. The electrode ring damage and presence of foreign material under the ring condition is indicative of a reportable event, thus marking july 12, 2012 as the alert date for this report.

Manufacturer narrative:
(B)(4). The returned device was visually inspected upon receipt and was observed that the ring # 2 was damaged and had white foreign material underneath. This condition was not originally reported on the complaint. The foreign particle found was tested using ft-ir analysis method and was found that this is based from polyethylene material. It is unknown how the ring was damaged and the origin of the foreign material. Per the reported event, the catheter was evaluated for electrical resistance and current leakage and it was found within specification. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint could not be confirmed. Further investigation regarding the foreign material found at bwi failure analysis lab that was not reported in the complaint resulted in an internal corrective action that was opened to address this issue.

Manufacturer narrative:
(B)(4).